Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the customer was setting up in a dark room and did not notice dark protective cover on tip of irrigator. Protective cover was not removed during surgery. Allegedly, when water was used the protective cover was blown into the pt. It was further reported that the cover was not retrieved.